Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
"Material # unknown, batch # unknown. It was reported by customer that while flushing long extension of nexiva nearport, saline and blood came out of nearport connector and onto nurses¿ glove. There was no resistance during flushing. Verbatim: while flushing long extension of nexiva nearport, saline and blood came out of nearport connector and onto nurses¿ glove. There was no resistance during flushing".